Event description:
Customer admitted as an inpatient to a hosp for high blood glucose. Nurse stated that the pump had error alarms. Tried to troubleshoot but nurse did not. Have new battery and tried using previously used batteries and received failed battery test. Explained alarms and had nurse advise customer to contact minimed for further troubleshooting and to confirm address for pump replacement.